Event description:
It was reported that during an axillary node dissection procedure, the clip cut and transected the vessel. The vessel was clamped and another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.